Event description:
It was reported the device had damage to the bottom casing. The issue was identified during inspection with no patient involvement reported.

Manufacturer narrative:
Additional information d5 d4 is unknown. No product information has been provided to date. His MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Broken front cover, cracked tank cover and loose pieces inside. The reported problem was confirmed visually. The root cause of the reported issue was found to be the device was dropped during transit. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.